Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove (resistance) incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-tortuous, left anterior descending (lad) artery the trek balloon dilatation catheter (bdc) was used successfully for pre-dilatation without issue. After deflation, the trek bdc met resistance and was binding on the sport guide wire. Eventually, the bdc was released and removed separately from the anatomy without intervention. There was no reported adverse clinically significant delay. A vision stent was deployed without issue to complete the procedure. There was no reported adverse patient effect. No additional information was provided.